Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that arctic sun device was not cooling and there was a crack in the fluid delivery line (fdl). A review of the data files showed an obvious failed mixing pump, however the device did not deliver an alert 113 (reduced water temperature control).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device was not cooling and there was a crack in the fluid delivery line (fdl). A review of the data files showed an obvious failed mixing pump, however the device did not deliver an alert 113 (reduced water temperature control). Per sample evaluation results received on 07may2024, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Power switch was tripping. Tank seals lifted from tank. Drain valves inlet broke off inside the chiller molded tube during service. Per sample evaluation results received on 07may2024, it was reported that the arctic sun device had short filled.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device was not cooling and there was a crack in the fluid delivery line (fdl). A review of the data files showed an obvious failed mixing pump, however, the device did not deliver an alert 113 (reduced water temperature control) .